Event description:
The current instruction for use (IFU) manual for hybritech free prostate specific antigen (hyb fpsa) lists both wash buffer ii and/or calibrator s0 as appropriate diluents for manual dilutions on the access immunoassay system. However, wash buffer ii, was not validated for use on the access platform for manual dilutions. Internal beckman coulter inc. Verification and validation testing for hyb fpsa wash buffer ii did not meet the dilution recovery and/or bias acceptance criteria as described in internal test protocols. No reports of death, serious injury or modification to patient treatment have been associated or attributed to this event. Beckman coulter inc. Has not received any customer complaints for dilution recovery and/or bias acceptance criteria.

Manufacturer narrative:
Beckman coulter inc. Is currently investigating this event. A definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-02757, 2122870-2011-02758.